Manufacturer narrative:
Device investigation details: available information indicates that the device is not available for return, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number (B)(4) and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring surgical intervention and prolonged hospitalization. During the use of the device, pericardial effusion happened. The patient¿s blood pressure dropped to 4. The procedure was transformed into an open procedure. The patient is in the intensive care unit. The physician¿s opinion on the cause of this adverse event is that it was patient condition related. The patient outcome of the adverse event was unchanged. The patient required extended hospitalization because of the adverse event. The patient was still in the intensive care unit as of (B)(6) 2022. A smartablate generator was used during this case. Force visualization features used were dashboard and vector with the visitag module parameters for stability set at 2.5mm/3sec with additional filter used with the visitag 30% over 3g. A transseptal puncture was performed, 2 transeptal punctures with a brk needle from abbott, and they used two sheaths one sl0 abbott medical and one agilis abbott medical. Prior to noting the cardiac tamponade ablation was performed. There was no evidence of steam pop. The event occurred during mapping phase of the coronary sinus. An irrigated catheter was used in the event and the flow setting was the one for thermocool® smart touch® sf (stsf) and at the moment it was at 2ml/min. The correct catheter settings were selected on the smartablate generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure.